Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured at an unspecified atmosphere resulting in a distal dissection. The area of dissection was subsequently treated with angioplasty. The pt is reported to be fine. There were no additional complications reported relative to this event.